Manufacturer narrative:
Date of event is estimated. Initial reporter phone number (B)(6).

Event description:
It was reported that the patient's system was autoreducing due to high impedances on their l3 lead. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires being broken.